Manufacturer narrative:
This report is filed may 25, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently the patient underwent a procedure (date not reported) and the excess skin was excised. During the same procedure, a longer abutment was placed. The implanted device remains.